Event description:
Treatment of a small unruptured saccular aneurysm measuring 7mm x 4mm located in the ophthalmic / supraclinoid segment of the right ica (internal carotid artery). During the pipeline (4.75mm x 18mm) deployment, it was reported that the pipeline was twisted at the proximal third of the device and could not be released despite several attempts. The ped (pipeline embolization device) kept on re-sheathing; therefore, it was corked and removed. The procedure was completed with another device without issues. The patient was on dual anti-platelet therapy. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).